Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances of more than 2000 ohms. Furthermore, oversensed rv lead noise was noted, along with intermittent loss of capture (loc). This rv lead remains in service. No additional adverse patient effects were reported. This report reflects information received by the FDA in the form of a notification per 803.22 (b)(2).